Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived in a clean status but there was visible damage. There was a visible and microscopic investigation. There was visible damage blue ceramic with broken off areas. Damaged and cracked grey ceramic was found. The jaw of the device is not overlapping. The root cause of the problem is usage related. There is no CAPA necessary.

Event description:
Country of complaint: (B)(6). During first procedure to use the product, jaw became misalignment.